Event description:
It was reported that on (B)(6) 2024, a 17mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure using a 9f amplatzer trevisio intravascular delivery system. During procedure, a cobra deformation was observed in the left atrial disc. Several attempts were made to restore it, but they were unsuccessful. Due to concerns about potential erosion based on its shape, it was not released and was instead retrieved. A new 17mm amplatzer septal occluder was chosen but not placed due to morphological mismatch and concerns about erosion. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. There was no delay in the procedure and no adverse patient effect. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine the cause of the reported device deformity. There is no indication of a product quality issue with regards to manufacture, design, or labeling.